Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 8mmol/l. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly tilted and loose drive support disk also; upon visual inspection of the force sensor resistor moisture damage was found. Unable to verify a33 or perform occlusion test, prime test and excessive no delivery test due to motor error alarms. However, all operating currents are within specification and passed displacement test, self-test, off no power test and a21 error test. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads and cracked case.